Event description:
Reportedly, during the implantation of the subject device on (B)(6) 2012, induction tests with 30 hz bursts could not be completed even after two different attempts. Another programmer was then used and the same problem occurred: neither two induction tests with 30 hz bursts, nor a shock on t wave could be started.

Manufacturer narrative:
On (B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.